Event description:
It was reported that the patient with this right ventricular (rv) lead experienced phrenic nerve stimulation. It was determined through chest x-ray that the rv lead was dislodged. The pocket was deemed infected at the time of revision. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.